Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified distal right coronary artery (rca). A 2.00mmx15mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The balloon was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. There contrast in the inflation lumen and balloon. There were numerous kinks throughout the shaft. The balloon was loosely folded. Microscopic examination of the balloon revealed a 16mm longitudinal tear in the balloon wall from proximal to distal ends of the balloon. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities to the markerbands and bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified distal right coronary artery (rca). A 2.00mmx15mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The balloon was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and patient's status was good.